Manufacturer narrative:
Exemption number : 1997016number of events reported: 5388summary of results:evaluation conclusion codes are selected for each reported event to summarize the results of the investigation.180 : mechanical problem - reported events utilizing this code have had a mechanical malfunction confirmed after investigation. Evaluation of the returned devices and/or manufacturing reviews of the reported lot numbers confirmed the product was conforming at the time of release from zimmer biomet control. No additional remedial action was taken, as the confirmed malfunctions were not the result of a confirmed manufacturing issue.213 : no failure detected - after investigation of the reported event, including evaluation of the returned product and/or manufacturing reviews of the reported lot numbers, a failure of the device could not be confirmed. As such, no additional remedialaction was taken.3221 : no results available since no evaluation performed - a complete investigation could not be performed due to a lack of available event information, specifically confirmed device item and lot information. In some cases, the reported product was also not returned for evaluation. Without this information, the manufacturing history of the reported device(s) could not be completed.3252 : fracture problem - reported events utilizing this code have had, after investigation, a fracture confirmed in the reported device. Evaluation of the returned devices and/or manufacturing reviews of the reported lot numbers confirmed the product was conforming at the time of release from zimmer biomet control. No additional remedial action was taken, as the confirmed fractures were not the result of a confirmed manufacturing issue. Note: 6593 additional records were included within q3 2018 asr submission, these records are currently "open" and are being reported with the information that zimmer biomet currently has at this time.

Event description:
This report summarizes 5388 reported events for serious injuries. Patient problem codes for these events include: edema, infection, inflammation, irritation, pain, swelling, discomfort, numbness, no information, no code available, fracture, nerve damage, sinus perforation, wound dehiscense, abscess. Fracture: the implant failure due to the implant fracture and is no longer functional, therefore the implant is removed. Failure to osseointegrate: the implant failure occurs prior to restoration due to the lack osseointegration, therefore the implant is removed. Loss of osseointegration: the implant failure that occurs post restoration phase due to the loss of integration, therefore the implant is removed. Mechanical issue: the implant failure is due to the implant hex or internal threads becomes damaged and the mating devices are not able to engage the implant. The implant is deemed no longer functional, therefore the implant is removed. Separation failure: the implant failure is due to the implant and the implant placement tool being stuck together and not separating. Therefore the implant is removed. Adverse event without identified device or use problem: an adverse event (e.g. Patient harm) appears to have occurred, but there does not appear to have been a problem with the implant or the way the implant was used. Range of patient age and patient gender: female 16 - 96 age range; male 17 - 94 age range; no information patient gender : 19 -93 age range.